Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has to press the wake button twice for the pump to respond. Reportedly, the pump appears to be functioning as expected. There was no reported impact to customer's blood glucose level.